Manufacturer narrative:
This complaint is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after surgery, the patient had an uncomfortable feeling. White material was observed on the iris. At one month post-op visit, scarring was observed on the iris. On (B)(6), there was no change in the patient's condition since their last visit. There was no inflammation and no patient injury, so no additional treatments will be planned. No further information was provided.

Manufacturer narrative:
Additional information received reported that the doctor said that the white material might be a glass particle. Also, the doctor reported there was no patient injury. No additional information was provided. Device evaluation: the product was not returned to the manufacturing site. However, visual inspection was performed on two photographs showing a large reflection of light to the left in the photographs and smaller particles that appeared on the iris that were approximately less than 100 m. Three materials which are always in contact with the healon solutions, glass, silicone and blue rubber can be eliminated as the source of the white materials observed on the iris in the photographs. The identity of the white material on the iris therefore cannot be specifically identified based upon examination of the photographs. Retain sample testing: visual inspection on retained products on lot# ub32616 was verified (B)(4), 2017. 35 samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the cannula or product box. The printing on the carton and labels are correct. A functional test was performed on two syringes and a malfunction wasn't identified. Product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the healon was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar/other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.